Event description:
It was reported that the controller therapy on/off button is pushed in and the controller is rattling. An email was sent to the repair department to replace the controller device. The pt also reported they are having problems charging the implant for a while and in the last week they were not able to charge the implantable neurostimulator (ins) at all. Patient stated they are getting the passive recharge screen with 100s but they never get to normal recharging screen and sometime getting poor quality or can't find device. Patient stated they noticed the recharger (rtm) feels like there is broken wires inside and little bump on the rtm cord. An email was sent to the repair department to replace the rtm device. Patient said they haven't fallen, but ins feels like it moved and deep again and they may need to bring up the ins up again. Patient stated it's hard to feel ins in the area in last week she noticed it because ins is not charging.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(4) implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.